Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported. The instrument was found to have a severely bent grip, where one grip tip was bending backwards. As a result, grips would no longer meet when fully closed. Grip performance was reduced. Additional observation not reported was that the grip surface was found with multiple indentations. Failure analysis found the additional failure of indentations on grips to not be related to the customer reported complaint. The instrument was also found have a broken bipolar yaw pulley. Broken piece is missing as a result breakage. Size of missing piece is approximately 0.10 x 0.08 which was not returned. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.33" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forcep instrument had a grip failure. The procedure was completed with no reported injury.